Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was found to have micro holes in the balloon. During preparation of the balloon catheter, air continued to be drawn into the syringe, indicating a leak. Air bubbles continued to be drawn in even after switching to a new syringe and a new one-way stopcock. The device was not used in the patient and a new 6mm x 20mm aviator plus balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during an emergent stroke thrombectomy case involving critical stenosis in the internal carotid artery (ica), which required stent placement to proceed with the thrombectomy. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The protective balloon cover was not touched, the device was not removed from the hoop, and the balloon was never inflated. There was no difficulty connecting a syringe to the luer hub prior to balloon preparation, and no damage was observed on the luer hub. The device will be returned for evaluation. A non-sterile unit of ¿aviator plus .014 6.0x20 142cm¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked and prepared for product evaluation. A thorough visual inspection was performed, during which the balloon was observed to be deflated and heavily saturated with saline solution crystals, indicating that the balloon had been previously inflated. No additional anomalies were noted. Functional testing was performed by attaching an inflator/deflator device to the inflation port. A balloon inflation test was conducted by applying positive pressure with the intent to reach the rated burst pressure. Although the manometer indicated a pressure of 10 atm, the balloon did not inflate, indicating an obstruction within the inflation lumen. The device was subsequently immersed in an ultrasonic bath for more than one hour in an attempt to remove the obstruction; however, the saline solution crystals could not be cleared. Inspection of the inflation lumen using a vision system revealed severe saline crystal saturation, which was obstructing fluid flow. The reported ¿balloon frayed/split/torn¿ could not be verified as the balloon and the inflation lumen is saturated with a crystallized saline solution that impeded functional testing. The exact cause observed on the balloon could not be conclusively determined during the analysis. An ultrasonic bath was done in the attempt to dislodge the solution; however, this was unsuccessful. Additionally, we do not know the contrast to saline ratio as this information was not provided and may have been a contributing factor as contrast is very viscous in nature. Therefore, based on the information available for review, it is likely procedural factors and/or handling of the device may have contributed to the events reported; the analysis is inconclusive due to the crystallization of the solution in the lumen. According to the warnings in the safety information in the instructions for use, ¿prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Ensure that the devices are prepared according to the steps outlined in preparation. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times.¿ neither the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was found to have micro holes in the balloon. During preparation of the balloon catheter, air continued to be drawn into the syringe, indicating a leak. Air bubbles continued to be drawn in even after switching to a new syringe and a new one-way stopcock. The device was not used on the patient and a new 6mm x 20mm aviator plus balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during an emergent stroke thrombectomy case involving critical stenosis in the internal carotid artery (ica), which required stent placement to proceed with the thrombectomy. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The protective balloon cover was not touched, the device was not removed from the hoop, and the balloon was never inflated. There was no difficulty connecting a syringe to the luer hub prior to balloon preparation, and no damage was observed on the luer hub. The device will be returned for evaluation.